Event description:
On (B)(6) 2022, the patient received the following results within 15 minutes: 551 mg/dl, 156 mg/dl, 430 mg/dl, and 298 mg/dl. On (B)(6) 2022, the patient received the following results within 15 minutes: 404 mg/dl and 110 mg/dl. The patient experienced symptoms of hypoglycemia.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.